Event description:
A discordant, falsely low calcium result was obtained on one patient sample on an advia 2400 instrument. The discordant result was not reported to the physician(s). The sample was rerun on an alternate instrument and resulted higher. It is unknown if the rerun result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered an intermittent mixer 2 malfunction where mixer 2 sometimes stopped short of the cuvette, preventing the reagent and sample from mixing properly. The cse also discovered that the wash up down (wud) was overflowing into the rate reaction vessel. The cse corrected the overflow by cleaning one of the vacuum lines and the wud. The malfunction of mixer 2 was corrected by being cleaned and having the guides and rails lubricated by the cse. The cause of the discordant, falsely low calcium result was related to a malfunction of mixer 2. This instrument is performing according to specifications. No further evaluation of this device is required.